Manufacturer narrative:
Analysis of the pump on 2017-may-03 revealed no anomaly. As per the pump¿s log, the pump contained water (concentration 1,000.0 ul/ml). (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The company representative interrogated the pump for implant and the screen indicated the pump was in shelf state. The company representative put the pump aside regarding the pending pump alarm and used a different pump for the implant. The pump¿s log indicated that a motor stall occurred on (B)(6) 2017 at 15:31, a stopped pump period may exceed tube set message occurred on (B)(6) 2017 at 15:31, followed by a motor stall recovery on (B)(6) 2017 at 01:24. The pump was returned to the manufacturer.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a pending alarm prior to the pump being implanted. It was reported that an alarm was heard and confirmed by telemetry. The alarm was noted to be a pending alarm for motor stall. The software card that was used was an aau . The date of the alarm was (B)(6) 2017. No additional information was provided. No further complications were anticipated/reported.